Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia (56 mg/dl) while wearing the ilet bionic pancreas, requiring medical intervention. The user was taken to the emergency department and treated. A caregiver reported that the hospitalization was due to insulin sensitivity and that, following the event, blood glucose targets were adjusted with the trainer. The user has not experienced any further issues since then.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.